Manufacturer narrative:
Three used samples and twenty three companion samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified during leak testing. A leak through a hole in the patient line tubing to connector on two companion units was identified. All of the samples passed clear passage testing and clamp function testing. Three samples were used in simulated therapies without noting any issues. Therefore, the reported issue was not verified with the used samples, but it was replicated with the companion samples. The twenty four units met specification. An assignable cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event/therapy occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on two occasions a homechoice automated pd set with cassette leaked. This event occurred during use with patient involvement. The caregiver did not notice anything unusual when setting up for therapy. The patient connected to the patient line, and opened their transfer set and the patient line began to ¿spray like a hose¿. The patient immediately closed their transfer set and stopped therapy. While taking down the supplies, the caregiver stated it seemed like the patient line was crimped. There was no damage to the actual luer of the patient line, however it seemed like the top of the tubing where the luer is inserted to the patient line was kinked, and where the solution was leaking from. The caregiver stated that both events had occurred with the same lot, and they stopped using that lot after the second occurrence. The patient was treated prophylactically with antibiotics, but did not suffer any type of infection. There was no patient injury or medical intervention associated with this event. No additional information is available.